Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for this part and lot number combination. Review of the as400 system shows that other devices from lot xc6cw1 have been delivered an can be reasonably concluded implanted without issue as no further reports are identified. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address a complaint of pain. Surgeon explored ankle joint and determined the components to be well-fixed. Poly wear was reported.